Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1997. In 1997, consumer sought medical treatment for infection was given an antibiotic shot and sent home. Consumer was seen again in 1997 and given a second shot and told to continue antibiotics. In 1997, consumer was admitted into the hospital for incision and drainage of the site, was released and continued IV antibiotics at home.